Event description:
Needed to defib. Design of device permits no defib paddles/pads. So, in moment of panic, when pads not on machine, is not the time to the ripping through drawers. These need to be designed to be inseparable from the machine or some alarm to ring. The moment of need is not the time to be reading the instructions.